Event description:
It was reported that a customer provided feedback regarding the design of the pik100 guidewire set following a serious adverse incident (sai) involving the use of an incorrect guidewire length during femoral cannulation. The customer stated that the guidewire length is indicated only on a side label, which may not always be visible or communicated to the surgeon during the procedure. The customer further suggested that improved labeling and color coding, similar to competing products that utilize color-coded end caps and package the guidewire together with the cannula, could enhance standardization and patient safety. Additional information, including the serial number and lot number, is pending. Further, it was reported that there was not anything wrong with the product itself and neither with the labelling, but instead customer request an improvement for product identification that includes length information. Since a serious adverse incident was reported due to a mixup of the product, the complaint is reportable. Complaint #(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.